Event description:
The customer returned the Bronchovideoscope to the service center for a separate issue. During the device analysis, the Service Repair Technician indicated that bending tube had rust was found. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.